Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma (late).

Event description:
Physician reported "fear of alcl", radiological exam shows "patient may have some peri-prosthetic fluid", and "gr. 3 capsular contracture" against left side. The device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "fear of alcl", radiological exam shows "patient may have some peri-prosthetic fluid", and "capsular contracture baker grade iii" against left side. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.